Manufacturer narrative:
(B)(4) device retained by account.

Event description:
It was reported that a patient six weeks post implant of a realize gastric band was in for the first fill. The port was accessed under fluoroscopy and the surgeon injected 6-7 cc, his normal practice is to fill to occlusion and then withdraws fluid. He was unable to withdraw the fluid, despite several attempts; he could not aspirate the fluid. The patient was taken back to the or to evaluate for kinking as the port was acting as a one way valve. The band and tubing were examined and looked fine. The surgeon stated that he cut down to the port and he found a lot of scar tissue. The scar tissue was around the port causing kinking. The scar tissue had to be cut from around the tubing. He indicated that he uses a separate port site and 5mm trocar when connecting port to tubing. He states that he uses fascia cephalad to insert port. In addition, when he was removing the port, there was difficulty getting the port out. He had to use hemostats to get it off. The port was replaced. The patient is fine.